Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Approximately a week after the last report, it was indicated that the patient was doing well and receiving therapy following the explant.

Event description:
Additional information received indicated that the explant had taken place. Patient outcome was not provided.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The ins battery was found to be depleted. Destructive analysis of the battery showed no internal failure mechanisms and it had an internal condition that was similar to a normally discharged cell. No electrical anomalies were found with the hybrid circuit and it passed functional testing with an external power supply and known good battery. The implant and explant dates are not given, however, the ins was manufactured in june 2008 so it is likely that this device has been implanted about 5 years. No parameter information was given so the expected life could not be determined. Based on the analysis of the ins, this device reached a normal end-of-life condition.

Event description:
It was reported the patient experienced an immediate return of their tremor symptoms following being shocked by an electric fence. It was stated the patient then attempted to turn their implantable neurostimulator (ins) on with their patient programmer and couldn¿t. It was noted there was no communication between the ins and a physician programmer the day prior to report. It was reported the shock from the electric fence ¿seemed to have damaged the battery¿ and that the ins was ¿no longer working.¿ it was stated that an ins replacement was to be planned. It was noted the patient was otherwise alive with no injury at the time of report. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information was received which reported that the battery could still not be switched back on even after an attempt was made using a magnet. The patient was not receiving therapy. The explant was scheduled for (B)(6) 2014.